Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
During an implant procedure, while the physician was introducing the lead, felt resistance mid-way down the introducer. Slight pressure was applied and the lead was inserted. Upon intra-operative radiographic eval, a 90 degree kink was seen on the lead. The lead was removed and, on visual examination, appeared fractured. A new lead was placed without incident. No injuries were reported and the pt recovered without sequelae.